Event description:
Reporter alleged obtaining the results of 141 mg/dl and 154 mg/dl back to back on either compact plus system 1 or compact plus system 2. The customer stated she couldn't recall which result was obtained on which device. Reporter stated that within 10 minutes of both results, she went to her doctor's office and blood was drawn for a lab result of 54 mg/dl. Reporter was given water and when she got home she drank (B) (6) juice because was she was feeling hypoglycemic symptoms. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. The customer does not have the drums, so no product will be returned for evaluation.

Manufacturer narrative:
The field experience of premature battery depletion was verified in the laboratory. Due to battery depletion, the device would not communicate with the programmer upon interrogation. It was determined that the battery depletion was caused by an internal short within the battery.